Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The battery longevity projection had fallen from 25% to 6% remaining in approximately 1 year. A request was made to analyze the device data. Boston scientific technical services (ts) reviewed the data and confirmed that battery consumption was increasing gradually. Device replacement was recommended within 62 days. Subsequently this device was successfully explanted and replaced. This device is not expected to return for analysis. No additional adverse patient effects were reported.